Manufacturer narrative:
This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation and destination therapy in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. Other devices involved in this event: heartware ventricular assist system ¿ battery / (B)(4) / model #: 1650- / expiration date: 2017-04-30 UDI #: (B)(4), return date: 2018-07-26. Device evaluation anticipated, but not yet begun. Mfg date: 2016-04-30. Not labeled for single use. Heartware ventricular assist system ¿ battery / (B)(4) / model #: 1650- / expiration date: 2017-09-30 UDI #: (B)(4), return date: 2018-09-26. Device evaluation anticipated, but not yet begun. Mfg date: 2016-04-30. Not labeled for single use. Heartware ventricular assist system ¿ battery / (B)(4) / model #: 1650- / expiration date: 2018-01-31 UDI #: (B)(4), return date: 2018-09-26. Device evaluation anticipated, but not yet begun. Mfg date: 2017-01-31. Not labeled for single use. Heartware ventricular assist system ¿ battery / (B)(4) / model #: 1650- / expiration date: 2018-01-31 UDI #: (B)(4), return date: 2018-09-26. Device evaluation anticipated, but not yet begun. Mfg date: 2017-01-31. Not labeled for single use. Heartware ventricular assist system ¿ battery / (B)(4) / model #: 1650- / expiration date: n/a, UDI #: n/a, return date: 2018-09-26. Device evaluation anticipated, but not yet begun. Mfg date: n/a. Not labeled for single use. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient experienced bent power source pins and a power disconnect alarm on the controller. It was also reported that the multiple batteries and controller ac adaptor connection guides were worn down. The controller, cac adaptor, and six batteries were exchanged. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
A supplemental report is being submitted for additional information. Additional information was received regarding the recall number. Investigation of this event is completed and the file will be closed. If new information is received, the file will be re-opened and a supplemental will be submitted. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Product event summary: the controller, four batteries, and one controller ac adapter were returned for evaluation. Various analyses were conducted and reviewed in order to evaluate the performance of the devices in relation to the reported event. Failure analysis of the returned controller revealed a bent pin within power port one of the controller. The bent pin did not allow a battery to properly connect to a controller. The inability to connect a power source will result in a power disconnect alarm. Additionally, review of the controller log files revealed that a power disconnect alarm was active during multiple data points within the analyzed period. As a result, the reported "bent pin" and "power disconnect alarm" events were confirmed. Failure analysis of the returned batteries and controller ac adapter revealed that the devices passed functional testing. Visual inspection revealed abnormal wear on all the battery and adapter connectors due to attempts of mating with the controller connector. The damages that were observed did not affect the functionality of the devices; the batteries and adapter were able to adequately connect to a controller. Additionally, visual inspection of (B)(4) and the controller ac adapter revealed an illegible release indicator on the device output connector. This is an additional finding, not related to the reported event, likely due to handling of the devices. As a result, the reported "worn guides" event was confirmed. Based on the available information, the most likely root cause of the reported "worn guides" event can be attributed to wear, likely due to normal disconnection and reconnection between the battery output cable and metal power port connectors on the controller. The most likely root cause of the reported "bent pin" event can be attributed to a misalignment between the power port and battery output connectors. The most likely root cause of the reported "power disconnect alarm" event can be attributed to the inability to connect a power source to one of the controller power ports within the analyzed period. An internal investigation was opened to investigate bent/damaged pins with controller 2.0 and damaged battery connectors. Additional products:(B)(4). Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.